Event description:
The patient underwent an ams spectra concealable penile prosthesis surgery due to unspecified reasons. A new ams 700 inflatable penile prosthesis was implanted. No patient complications were reported in relation to this event.